Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. Multiple attempts were made with the same result. The sample was disassembled to inspect the internal components. The pusher head at the distal end of the feeder was bent. The proximal end of the bridge was cracked. The sample was received with 0 clips remaining in the channel, indicating that all 15 clips were fired by the end user. The bent rotation tab, bent pusher head and the bridge being cracked are indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned with the rotation tab bent and no clip in the first position of the channel. Upon functional inspection, no clips fired. The sample was returned with 0 clips remaining in the channel, indicating that all 15 clips were fired by the end user. The sample was disassembled , and several damages were found. The pusher head at the distal end of the feeder was bent. The proximal end of the bridge was cracked. The bent rotation tab, bent pusher head and the bridge being cracked are indications that the clips were out of position and stacking on one another in the channel. Although the sample was returned with no clips remaining, the reported complaint was confirmed since the clip stacking could prevent the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that clips did not come out properly; stated looked broken, replaced with another ae05ml device and worked fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900035 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips did not come out properly; stated looked broken, replaced with another ae05ml device and worked fine.